Event description:
The patient was being treated for peripheral arterial disease (pad) on (B)(6) 2026. Previous treatment had implanted two (2) unknown (non-endologix) peripheral stent grafts on an unknown date. The patient had 20cm of occlusion in the right superficial femoral artery (sfa), patent popliteal, and two (2) vessel run-off to foot/ankle. Proximal anastomosis was created through two layers of (non-endologix) stents. The physician experienced significant difficulty when trying to advance the first torus 5.5x200 peripheral stent graft (psg). This entire system was removed from the patient and the first torus 5.5x200 psg was not implanted. After several attempts at ballooning with conquest (non-endologix) high pressure balloons and several (non-endologix, two-8fr boston scientific catapult sheaths, two-8fr ansel cook sheaths) sheath exchanges, the anastomosis was then crossed using a long 8x65 terumo (non-endologix) destination sheath, the physician was able to get a second torus 5.5x200 psg to pass through the anastomosis and the stent was successfully deployed. Ultimately, three torus psg's were implanted. The patient was brought back later that night to repair a left iliac dissection. The physician suspects that a minor dissection was caused due to multiple sheath exchanges. Patient was discharged from hospital on (B)(6) 2026.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation because the torus stent graft remains implanted in the patient and the delivery system was discarded. Patient medical records and imaging studies are being requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device not returned